Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After placing a guide wire, a 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.